Event description:
Ventilator failed to cycle no pressure delivered to infant. Machine failed x2. The respiratory therapist and rn at the bedside. No adverse effects to the pt due to this malfunction.